Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced hyperglycemia and had symptoms of being exhausted, had nausea, a lack of appetite, blurred vision, and a headache, the cgm was reading 100 mg/dl and the blood glucose reading was 500 mg/dl. At home, the patient self-treated with 8 units of lyumjev insulin, but when the symptoms did not improve, and the patient confirmed the inaccuracy with a blood glucose reading, the patient called an ambulance. At the hospital the patient received an unspecified treatment with insulin for the hyperglycemia and was also given novalgin for her headache. Besides this an MRI and ultrasound were made due to the symptoms presented by the patient. The patient stated that initially the MRI showed potential damages (no further information regarding this was reported), but that a second MRI and an ultrasound showed that her condition was getting better. When the patient reported the event, she was still admitted in the hospital, and it was the third day of the admission. At this time the patient still had issues with her sight and nausea but was told that if these complaints would go away, no further actions would be needed. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.